Event description:
The pt had a stroke before the iab was inserted. The iab was inserted into the pt on 2/11/98 at 6:00 am and removed on 2/12/98 at 12:15 am. The iab did not malfunction. The pt had a hematoma. (Event complications: hematoma - reported 2/25/98) (pt's current status: expired - rpt'd 2/25/98.)